Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was admitted to the hospital with a sub therapeutic inr and elevated lactate dehydrogenase (ldh). The patient presented with shortness of breath while at rest due to orthopnea and increased abdominal girth along with chest pain. Upon admission, the patient was started on a heparin drip and their warfarin was increased. The patient¿s ldh was reported to be 335u/l with a baseline being in the 180s u/l. On (B)(6) 2017, the patient was discharged home once symptoms resolved. No additional information provided.